Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported while using the night aligners that their teeth shift drastically overnight for by morning and then they start the whole process over again. The patient stated that their teeth are so crooked during the day they don't feel anywhere close to the last step. The patient also said that they are experiencing severe sensitivity to cold.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.